Manufacturer narrative:
Additional information received - the endodontic treatment stage has been completed. The root canal has been filled with the broken part of the instrument left inside. This is a follow up for this additional information. Investigation results: summary: six assorted protaper gold files 19 and 31mm (sx-f3) were returned in loose. After analysis, we can see that the ptg s1 31mm is untwisted at the tip of the active part (torque) and that the ptg s2 31mm is broken at the base of the active part (fatigue). No material defect was found during analysis of the damaged area or the rupture pattern. The other returned files are not damaged. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1897297). Root causes are not identified. We will track this kind of event and monitor the trend. This is to correct and remove the codes that were initially reported - removing codes for: health effect - impact code - 4648. The correct codes for this complaint are: health effect - impact code - 2199. This is a follow up report to correct this code.

Event description:
In this event it is reported that a protaper gold assort sx/f3 31mm ster file broke during use. The broken part has not been retrieved from patient's root canal. Outcome is unknown as of this MDR as treatment is still undergoing. Further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.